Event description:
The customer reported that during a transvaginal hysterectomy surgery, the upper right grip of the device broke off. Nothing feel into the pt cavity. No pt injury occurred.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.